Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient was unable to get their recharger or programmer to communicate with the ins. The recharger displayed the reposition antenna screen and the programmer displayed the poor communication screen. The patient normally would start a recharge session and get 8 coupling bars. It was also noted they were able to charge successfully 2 days prior to the call. No symptoms were reported. The caller confirmed the patient had not been exposed to electromagnetic interference (emi), the ins pocket site was not red or swollen nor were there any other concerns with the ins pocket, and the patient had not had any falls. Troubleshooting included repositioning the antenna over the ins site, which they were confident they were doing. They were redirected to the doctor to assess the status of the ins since the issue could not be resolved on the call. No further complications were reported or anticipated.